Event description:
A malfunction alarm was reported without any notable events occurring prior. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the customer with the process. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump safely. The customer was advised to call back if the issue happens again and acknowledged understanding the instructions.